Event description:
During evaluation of a returned homechoice device, a baxter technician determined the homechoice machine failed the earth leakage current test. Device failed during evaluation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and evaluated. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. An internal/external inspection was performed and no issues were noted. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device failed the electrical performance specification requirements due to the earth leakage current readings being out of range. The results of the evaluation revealed the cause of the failure was due to fluid intrusion into the pneumatic system. The device was to be scrapped. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.